Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded an elevated pacing impedance measurement of 2270 ohms and an elevated pacing threshold of 4.5 volts exhibited by this implantable defibrillation lead. Additional information was provided that the r wave amplitude has increased to 18 mv, the pacing impedance had increased to 2599 ohms, and the pacing thresholds had increased to 6.5 v. It was noted that hte shock impedance remained normal at 47 ohms. To date, there have been no reported patient symptoms associated with this clinical observation.